Event description:
Rptr had problems removing three PICC catheters. All were polyurethane, 2 single 18 gauge & 1 dual 16 gauge. All were placed under usual procedure, by three different rns. Two were svc, one was 1 cm above svc. They were cut at 44, 48, & 51 cm. Pt a: svc, r cephalic, 80-yr-old female with pancreatitis, on tpn and flagyl and cefotan for 12 days, due to redness, swelling, & induration. Catheter discontinued, lots of drag on catheter with obvious fibrin adhering to outside of catheter, culture negative. Pt b: svc, l basilic, 57-yr-old male with infected patellar tendon about 6 weeks of ancef therapy at home. Took about 45 mins to discontinue. Pt c: 2 cm short of svc, l cephalic, 51-yr-old female with endocarditis on gentamicin for 2 weeks and penicillin for 6 weeks, took about 60 mins to discontinue. Another pt for whom rptr did not do a medical record review, had a PICC in for several days and it, too, was discontinued with difficulty. In addition to these problems, rptr has had to discontinue several other piccs due to redness or swelling. Another catheter was discontinued after several days due to a thrombosis all along the catheter into her jugular vein (she may have been hypercoagulable due to her cancer). To rptr's knowledge they did not have these problems with the previous silicone catheter brand. She has discontinued many central and thermodilution catheters, all easily and smoothly. This is another reason this series of problems happening now is so concerning. Are all catheters created equally? Is this a quality material? What is really happening to the vein? What is really happening when the catheter is discontinued? Fibrin is easily seen on the one catheter.